Manufacturer narrative:
The hospital's biomed was seeking dräger's assistance, provided a log file and reported that a cut in the lower ventilator piston diaphragm was found during inspection of the device. Upon log file review, dräger confirms that the cut in the diaphragm had caused the shut down of automatic ventilation. The failure mechanism can be explained as follows: the device is equipped with a pump that generates an auxiliary vacuum pressure which is needed to actuate the valves that control the ventilation cycles and to keep the piston diaphragm in place during ventilator operation. To protect the patient from potentially hazardous output of pressure and flow and to prevent from serious damages to the ventilator unit the device is designed to shut down automatic ventilation when the vacuum pressure drops below a certain threshold. The shut-down is accompanied by a corresponding alarm, manual ventilation via the built-in breathing bag will still be possible, and the monitoring functionalities remain unaffected as well. The biomed confirmed that replacement of the diaphragm has put back the device into fully operable state. The ffr of the diaphragm is inconspicuous and accepted.

Event description:
It was reported that the device shut down automatic ventilation during use while posting a corresponding alarm. The event did not lead to consequences for the patient.